Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during a pulmonary vein isolation procedure, the farawave pulse field ablation catheter exhibited difficulty in deployment, spline inversion, revealing a cobra hood shape and the procedure was abandoned before completing ablation on the right inferior pulmonary vein (ripv). After completing successful treatments in the left superior, left inferior, and right superior veins, the catheter was maneuvered to the ripv but had difficulty finding the location. Moreover, there was a lot of constraints with the septum. Once in location, the catheter was deployed and experienced spline inversion. The catheter was then undeployed and retracted into the sheath, the physician rotated the catheter to correct the issue, but the issue remained. A second attempt was performed using the same steps, but this time, the catheter was deployed in the left atrium, but the issue was not resolved. The catheter was withdrawn from the body, the physician reshaped the splines, and the catheter was re-inserted in the body into the left atrium, but the spline inversion reappeared. The physician decided to not continue with the ablation procedure due to not wanting to replace the catheter for the last vein ablation. It was suspected that the issue could be due to constraints with the septum, but a request was made to evaluate the catheter. After the catheter was withdrawal from the body, spline inversion was observed and manually corrected. There were no patient complications reported and the catheter is expected to return for analysis. It was further reported that there was no issue with flushing the catheter. During the procedure, the catheter was able to reach flower configuration, and in plane formation, as soon as the catheter was undeployed, the catheter would display spline inversion. The catheter is currently in transit and on its way to the manufacturer for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the slider switch was deployed to flower, while the spline cage remained undeployed, and it was observed that one of the splines in the distal cage was still inverted. Due to the damage to the guidewire lumen, deployment of the catheter was not possible. Microscopic inspection found no abnormalities. The catheter was dissected to further inspect the guidewire lumen damage and to look for any other abnormalities that could contribute to a deployment issue felt on the functional testing. Dissection of the handle confirmed the break in the guidewire lumen.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during a pulmonary vein isolation procedure, the farawave pulse field ablation catheter exhibited difficulty in deployment, spline inversion, revealing a cobra hood shape and the procedure was abandoned before completing ablation on the right inferior pulmonary vein (ripv). After completing successful treatments in the left superior, left inferior, and right superior veins, the catheter was maneuvered to the ripv but had difficulty finding the location. Moreover, there was a lot of constraints with the septum. Once in location, the catheter was deployed and experienced spline inversion. The catheter was then undeployed and retracted into the sheath, the physician rotated the catheter to correct the issue, but the issue remained. A second attempt was performed using the same steps, but this time, the catheter was deployed in the left atrium, but the issue was not resolved. The catheter was withdrawn from the body, the physician reshaped the splines, and the catheter was re-inserted in the body into the left atrium, but the spline inversion reappeared. The physician decided to not continue with the ablation procedure due to not wanting to replace the catheter for the last vein ablation. It was suspected that the issue could be due to constraints with the septum, but a request was made to evaluate the catheter. After the catheter was withdrawal from the body, spline inversion was observed and manually corrected. There were no patient complications reported and the catheter is expected to return for analysis. It was further reported that there was no issue with flushing the catheter. During the procedure, the catheter was able to reach flower configuration, and in plane formation, as soon as the catheter was undeployed, the catheter would display spline inversion. The catheter was received for analysis.